Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a defective of the output connector socket caused the event. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed a broken picture in picture (pip) but was unable to confirm the scope connector socket issue. Additionally, the investigation uncovered a corroded bottom chassis and a damaged picture in picture connector. The faulty parts were replaced, and the software needed an update to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii video system center had a severe noise, and the endoscopic image was not visible. Additionally, the scope detector does not work. There was no harm or user injury reported due to the event.